Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# v163562 implanted: (B)(6) 2009 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back and repeated information about interstim implant and said that medtronic hasn't done what they said they would. Troubleshooting reviewed email response with patient and asked if they have spoken to their son, however didn't receive a reply. Patient just said medtronic didn't do what they said they would and then started to have phone challenges and could no longer hear the patient. Patient services made three attempts to contact the patient, and each time the call went directly to voicemail, so three voicemail messages for left for patient. Additional information was received from the patient. They reported that the last time it was done, there was a huge argument - medtronic was supposed to send them a form but the form hasn¿t arrived -- its been 5 times the doctor has requested for it. Everybody is saying something different, but the patient knows what happened since it's inside their body. They wanted to know where the controller is, because they don¿t know where it is and they have an upcoming meeting with a bladder consultant so they need to know what is compatible, therefore they need to know where the controller is. Also, they said that it couldn¿t be fixed because the leads were incorrect, but they told agent a new one was put in. Patient also needs to have an MRI, and was given different answer whether the implant is turned off or not.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# v163562 serial# implanted: (B)(6) 2009 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: v163562, ubd:(B)(6)2012, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported on (B)(6) 2022 that the reason that the device was not used was because there were lead issues.